Manufacturer narrative:
UDI: (B)(4). The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device has not been returned for evaluation; therefore, the reported event could not be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Please reference MFR report # 3008500478-2019-00142, for the report submitted on the first icf100 device.

Event description:
Edwards received notification of 2 balloon ruptures occurred during the procedure. As reported, the balloon pressure was normal and with no extra volume. The devices were checked before use. Balloon pressure was maintained constant throughout the procedure. Surgeon has got high level of experience. No other details were provided.

Manufacturer narrative:
The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause has been determined to be related to a supplier manufacturing defect. The supplier has indicated that the issue is currently being investigated. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification of a balloon rupture that occurred during a mvr procedure. The procedure had to be finished with a chittwood clamp. As reported, the balloon pressure was normal and there was no extra volume. The devices were checked before use. Balloon pressure was maintained constant throughout the procedure. The patient was noted to be fine post procedure. Surgeon has got high level of experience. No other details were provided.

Manufacturer narrative:
The subject device was not returned for evaluation as it was discarded at the hospital.

Manufacturer narrative:
Reference CAPA-20-00141.